Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), infection ("infection") and vaginal discharge ("bad smell"). The patient was treated with surgery (hysterectomy was done). Essure was removed. At the time of the report, the infection and vaginal discharge was resolving. The reporter provided no causality assessment for infection and vaginal discharge with essure. The reporter considered medical device removal to be related to essure. The reporter commented: total hysterectomy on (B)(6) and feeling so much better. (B)(4). Concerning the injuries reported in this case, the following one/ones were reported via social media: infection and bad smell. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of medical device removal ("hysterectomy was done") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), infection ("infection"), vaginal discharge ("bad smell"), arthralgia ("hip pain"), paraesthesia ("tingling in legs") and hypoaesthesia ("numbness in legs"). The patient was treated with surgery (hysterectomy was done). Essure was removed. At the time of the report, the medical device removal, arthralgia, paraesthesia and hypoaesthesia outcome was unknown and the infection and vaginal discharge was resolving. The reporter provided no causality assessment for infection and vaginal discharge with essure. The reporter considered arthralgia, hypoaesthesia, medical device removal and paraesthesia to be related to essure. The reporter commented: total hysterectomy on (B)(6) and feeling so much better. Concerning the injuries reported in this case, the following one/ones were reported via social media: infection and bad smell. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: event hip pain added. Tingling and numbness in legs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.